Manufacturer narrative:
This product is not approved for sale in us but a similar device with catalog# c01a, 510k # k041584 and UDI (B)(4) is approved for sale in us. Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent kyphoplasty/vertebroplasty at l3 due to primary osteoporosis and compression fracture. Intra-op, the effect of solidification started at about 4 minutes and 30 seconds, and physician started filling the vertebral body from about 6 minutes. Because the cement started to solidify earlier than usual, the physician filled the vertebral body earlier. The operation itself was completed without problem. When a scrub nurse tried to push out the cement, the cement in the tip of the syringe started to solidify and the liquid leaked from the inside. No patient complications were reported as a result of the event.